Event description:
As reported, the 5x12 palmaz blue/slalom stent did not open. The catheter was removed easily. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device will be returned for evaluation. Additional information was requested; however, some of the information was not obtained.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82246173 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h11 as reported, the stent on the palmaz blue on slalom 5x12 stent delivery system (sds) did not open. The catheter was removed easily. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. Additional information was requested; however, some of the information was not obtained. The device was returned for evaluation. A non-sterile ¿blue/slalom 5x12/135 per¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected confirming the balloon arrived deflated, no other damages or anomalies were present. Functional analysis was performed on the returned device. A lab sample syringe filled with water was attached to the guidewire lumen port. The device was flushed, and the water exited through the distal tip as expected with no obstruction noted. Next, a lab sample guidewire of the appropriate size was inserted via the distal tip through the guidewire lumen and exited the luer hub with no resistance/friction or obstruction noted. Using an inflator/deflator device attached to the inflation port. Positive pressure was applied with the purpose of reaching the rated burst pressure. The balloon could not be inflated applying the required pressure. A blockage in the balloon port lumen was obstructing the ability to inflate the balloon. The obstructed area was located using colored water, concluding the obstruction was in the distal end of the balloon inflation port fully blocking the inflation lumen. The obstructed area was inspected with a vision system to obtain a magnified image. A sample of the material obstructing the lumen was sent for analysis. Ftir analysis was performed, it is suggested that the plug obstructing the lumen coincides with the composition of the sample control adhesive. It shares functional groups that are characteristic of the control adhesive with similar wavelengths. The hub was then separated from the shaft and a syringe was attached directly into the inflation lumen. The balloon was inflated as expected with no anomalies noted to the balloon material or the inflation lumen beyond the obstructed area in the hub. A product history record (phr) review of lot 82246173 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty ¿ unable to inflate¿ was confirmed as a blockage was found impeding the inflation lumen. However, the exact cause cannot be determined. During analysis the material inside the inflation lumen was noted to have similar characteristics to the control sample adhesive. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the instructions for use, which is not intended to mitigate risk, preparation of stent delivery system: a. Open the outer box and reveal the inner package containing the tray with the stent and delivery system and introducer tube. B. Open the inner package and carefully extract the tray with the stent and delivery system and introducer tube. C. Hold the tray in one hand. With the other hand, gently grasp the hub and carefully remove the stent/delivery system from the tray. Remove the introducer tube from the tray and discard the tray. D. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. E. Attach a stopcock to the catheter¿s inflation port. F. Attach a syringe, open the stopcock and induce negative pressure. G. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. H. Close the stopcock to the inflation port. Remove the syringe. I. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed in steps f-h. J. Connect an angioplasty inflation system. Open the stopcock and slowly fill the inflation lumen and the balloon with diluted contrast medium.¿ the phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the needs further investigation to determine root cause. Therefore, an investigation was initiated.

Event description:
As reported, the 5x12 palmaz blue/slalom stent did not open. The catheter was removed easily. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). There were no anomalies noted prior to use. The device will be returned for evaluation. Additional information was requested; however, some of the information was not obtained.